Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The share data log was reviewed on 03/22/2018. The complaint of patient experienced a failed transmitter error was confirmed. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure.